Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced stopper creep out and blood splatter. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the cap of the tube stayed locked in dispensing causing the body of the tube to separate resulting in decapping and blood spillage. Incident details: when performing an istat at clients bedside we utilized a short mint tube and the blue istat dispensing tip, filling the istat cartridge with blood was no issue. After we were done filling the cartridge, attempted to remove the mint-top tube from the istat dispensing tip the mint top tube separated and the top remained locked in the end of the dispensing tip while the body of the tube came out and caused blood to spill on the table.

Manufacturer narrative:
Medical device lot #: batch 1350376 does not exist for material 367962. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced stopper creep out and blood splatter. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the cap of the tube stayed locked in dispensing causing the body of the tube to separate resulting in decapping and blood spillage. Incident details: when performing an istat at clients bedside we utilized a short mint tube and the blue istat dispensing tip, filling the istat cartridge with blood was no issue. After we were done filling the cartridge, attempted to remove the mint-top tube from the istat dispensing tip the mint top tube separated and the top remained locked in the end of the dispensing tip while the body of the tube came out and caused blood to spill on the table.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos from the customer in support of this complaint. Therefore, 10 retention tubes from the bd inventory were visually and functionally evaluated and the issue of decapping was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.